Manufacturer narrative:
The screws that were returned were visually inspected under magnification. All screws show signs of usage such as surface scratches and anodization coming off due insertion or removal. Additional mdrs associated with this event: 3025141-2020-00005 - plate, 3025141-2020-00006 - screw 1, 3025141-2020-00007 - screw 2, 3025141-2020-00009 - screw 4, 3025141-2020-00010 - screw 5, 3025141-2020-00011 - screw 6, 3025141-2020-00012 - screw 7, 3025141-2020-00013 - screw 8, 3025141-2020-00014 - screw 9.

Event description:
During routine removal of orthopedic hardware, the surgeon was only able to remove one of the screws by turning the plate with the screw. During this process, the bone refractured and was treated with another screw.